Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that during a follow up in clinic, premature battery depletion was suspected on the device. The device was explanted and replaced to resolve the event. During the replacement procedure, the lead was difficult to remove from the header resulting in damage to the device. The lead was successfully connected to the replacement device and remains in use. The patient was in stable condition.

Manufacturer narrative:
The reported event of lead could not be removed from the header was not confirmed. Analysis could not be performed on a possible setscrew or connector problem because the setscrew was removed and not returned for analysis, and the connector was broken and destroyed in the field while removing the lead. Insufficient product was returned for analysis. The reported event of premature battery depletion was not confirmed. The device was found to be using high output settings. The time in which the device reached elective replacement indicator (eri) exceeded the projected longevity. The time in which the device reached end of service (eos) exceeded the projected longevity. The device battery depletion was normal for the programmed settings used in the field. No anomaly found.